Manufacturer narrative:
The suspect medical devices have not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical devices are returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the loop wires of two hf resection electrodes in total broke off and fell inside the patient's uterus. However, no fragments remained inside the patient since they were reportedly retrieved by unknown approach. The intended procedure was successfully completed with another hf resection electrode and there was no adverse event or patient injury. This is report 1 out of 2.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The result of the evaluation/investigation is consistent with the customer's description of failure, the returned electrode has a broken loop wire at the distal end. Based on the items condition, it can be assumed that excessive force or a mechanical overload was applied on the electrode which does not correspond to the intended use of the article. A manufacturing and quality control review was performed for the affected lot number without showing any abnormalities. Consequently, DHR review did not reveal any non-conformities for this device. The root cause is a combination of improper handling of the item by the customer and wear and tear.